Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device shaft was analyzed for any damage. The devices shaft showed 1 fracture located 3.5cm from the hub. The shaft showed a separation located 30.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. A fracture and separation were confirmed.

Event description:
Reportable based on device analysis completed on 04oct2021. It was reported that device fractured at the hub. A direxion catheter-infusion was selected for use. The catheter surface was hydrated prior to removal from carrier hoop. However, upon removing the catheter from the hoop, the nitinol tubing was disconnected from the hub due to excessive force by the physician. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the shaft was separated 30.5cm from the hub.